Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient experienced sensor failure during warmup. The patient uses tandem tslim and was unable to access modified closed loop without cgms. The patient had planned to report the problem to dexcom, but experienced tiredness and viral illness. On the same day, the patient took basal insulin. The patient reported that she suddenly went into dka and presented to the hospital with the spouse the same day. She was having nausea and vomiting. The patient was treated with IV insulin drip and IV fluids, she was given potassium, calcium, stomach shots, zofran for nausea, ativan, and antihistamine. This event is detailed in sr (B)(4). She stated that she was in the hospital around 13-16 days total. First she was on the hospital on (B)(6) 2025 and was released on (B)(6) 2025, but got back to hospital because she was still seeing spaces on her reading (this sr). Patient had reportedly been given a g7 sample by a doctor while inpatient that resulted in this problem. The patient stated that she did not remember any additional details regarding the event and that was all she can remember. Attempts to contact her for more information were unsuccessful. An attempt by cca np to call the patient on (B)(6) 2025 was also unsuccessful. She stated she was feeling better during the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.